Manufacturer narrative:
H10. After investigating the issue the fse stated there was a catheter restriction error in logs and the unit would not calibrate during helium regulator test. The fse replaced the helium reservoir and the drive manifold to resolve the issue. Unit passed all functional & safety tests was cleared for use and returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.